Manufacturer narrative:
Additional information was received on november 16, 2023. No replacement was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 4, 2023. In addition to the issues reported previously, the patient also experienced left sided pain and hardening, insomnia, joint pain, and fatigue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on november 30, 2023 and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 425cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced left sided rupture and several unexplained systemic symptoms post procedure. Alopecia, pain, and health issues were noted. The root cause of the patient¿s symptoms is unclear. As a result, explant is planned for (B)(6) 2023. See 1645337-2023-13169 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).